Event description:
The customer reported that the fluoroscopy image was completely white, thus there was no live image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image magnifier power pack was replaced. The system was tested and found to be working as intended and put back into service.